Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and non calcified proximal left circumflex artery. A 3.25mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but its shaft was fractured 20 cm away from the physician's hand. The physician completely removed the device by simply removing the device from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 19cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and non calcified proximal left circumflex artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced to dilate the lesion but its shaft was fractured 20 cm away from the physician's hand. The physician complete removed the device by simply removing the device from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.